Event description:
Per the clinic, the patient reports experiencing pain when using the device after having a MRI in 2007. The results of an integrity test in 2009 indicate device is not functioning according to manufacturer¿s specifications.patient was explanted 3 days later, and the patient was reimplanted with a new device during the same surgery.